Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not returned.

Event description:
Facility representative reported the patient was hospitalized with high blood glucose values on (B)(6) 2014 and released (B)(6) 2014. She was hoping that we could send a trainer to adjust the patient's insulin intakes. She mentioned that the trainer had just been there a few days before to adjust them but she feels that they need to be adjusted further. Patient acknowledged that the high blood glucose was blamed on incorrect settings programmed into the meter. Agent recommended to contact doctor's office for advice on proper settings. Patient stated she will call back for assistance in programming the settings once she has the correct settings from the doctor. Meter and test strips were not requested to be returned for investigation because meter results were not questioned and the results were not blamed for the high blood sugar.